Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection: IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera iii duodenovideoscope was returned to an olympus service center for evaluation with a report that a pancreatic prosthesis was stuck in the instrument channel at the distal end, and the scope was passed through the cleaning machine with the prosthesis in the channel. There was no patient or user harm reported due to the event. During inspection and testing, it was confirmed that there was a prosthesis stuck in the channel, and foreign material was found at the distal end. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
During the device evaluation, the following was found: the adhesive on the bending cover was white and cloudy. The lens adhesive was white and cloudy. The charge coupled device (ccd) lens was chipped. The mark on the connecting tube coating was scratched. The universal cord was wrinkled. The angulations were out of specification, and switch button 1 was worn. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.